Manufacturer narrative:
This follow-up report is being submitted to correct g4 in the initial report and report the additional information. Correction on g4 was made as follow. -"2020/10/23" to "2020/10/21" the additional information was as follow. The device was manufactured 5 years and 5 months ago. Omsc guessed that the reported event was caused by the defect of the circuit board due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to the service department of olympus (B)(4) (oekg) for evaluation. The evaluation of the device confirmed the followings; -the reported event was reproduced. -defect of the circuit board was noted. There is possibility that the reported event was caused by this defect. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that screen of the device was black and no endoscopic image was displayed. There was no report of patient injury associated with this event.